Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview 7xb dissection tip split in half and broke off in the patient's leg. A 2-inch incision was made to retrieve the broken component with no other patient effects reported. The user is highly experienced using this product. A new kit was opened to complete the procedure. The kit had the required bullet-tip that was needed. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).